Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil's (podj¿s) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the stretch resistant (sr) wire was fractured. This type of damage is likely a result of forcefully retracting the device against resistance. Due to the detached embolization coil via sr wire fracture, the device was unable to be functionally tested for tracking ability within a microcatheter. Evaluation of the returned pod packing coils (podj''s) revealed that both pusher assemblies were kinked in multiple locations. If the device is forcefully advanced against resistance, damage such as these kinks may occur. In addition, some of these kinks may have occurred while packaging the devices for return. Further evaluation of the podj with lot #f77382 revealed that the pusher assembly was fractured. This type of damage may have occurred due to an attempt to straighten an initial kink. Both podj's were attempted to be advanced through a demonstration microcatheter and resistance was encountered as the kinks in the pusher assemblies entered the microcatheter. The podj''s were unable to be advanced any further. The lantern mentioned in the complaint was not returned for evaluation and therefore, the root cause of initial resistance of these devices could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02244, 3005168196-2017-02245.

Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure to treat a large varices using ruby coils and pod packing coils (podjs). During the procedure, the physician deployed and detached initial ruby coils using a forty-five degree tip lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil and two new podj's through the same lantern, the physician encountered resistance. Therefore, all three coils were removed and the procedure was completed using a total of about twenty ruby coils and podj's, the initial lantern and a new lantern. It should be noted that the physician only switched out the lantern during the procedure because he needed a different tip shape. There was no report of an adverse effect to the patient.